Manufacturer narrative:
(B)(4). After battery installation, a blank display was noted. The red notification light was flashing and the vibrator was vibrating every 3 seconds. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. After plugging a known good pcba2 into the original pcba1 and then into the original case, the unit booted up normally. After plugging the original pcba2 into a known good pcba1 and then into the original case, the unit booted up to a blank display with the red notification light flashing and the vibrator vibrating every 3 seconds. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the blank display is due to a hardware issue with pcba2. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated insert battery alarm did not display on the screen. Customer stated contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Display did not return after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.